Event description:
The customer reported an employee experienced hydrogen peroxide contact. The employee reported that the area of contact appeared white and occurred on the palm of his hand and fingertips. Employee washed his hand in water and the next day, it was "gone almost 90%". The employee did not seek medical attention or require treatment for the contact. The customer confirmed that the vaporizer plate was in place and the load was from an "aborted" cycle. User was not wearing personal protective equipment (ppe).

Manufacturer narrative:
Skin contact.